Event description:
(B)(4). I immediately felt like I was pms'ing all the time. Severe cramping, bloating, mood swings, extremely tender breasts, severe lower back pain, weight gain, depression, just to name a few. I would complain of this to my obgyn and he would say it was not.

Event description:
(B)(4). I had chronic pelvic pain that felt as though something was bruised on the inside. This pain was constant. Both my regular doctor and obgyn were not able to figure out the cause of my pain. Finally on (B)(6) my obgyn agreed to perform a hysterectomy in order to remove essure. I immediately noticed the pain that had been so constant disappeared. Moreover, I used to deal with a tingle in my throat that would never go away. Just slight pressure to my chest would set off a cough attack. I even had chest x rays done! This cough sensation was very apparent the morning of the surgery. After the removal of the coils, I was asked to breath into a contraption for exercising the lungs. I thought for sure it would provoke a cough attack. To my surprise this coughing sensation has disappeared! Just another side affect of essure! I am now one week post op and I feel great! My energy level is high, the pelvic pain has disappeared, and no more cough sensation.